Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was hospitalized due to high blood glucose levels, with a reading of 850 mg/dl. The customer got a no delivery alarm the day before the event. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the high pressure test. Nothing further was reported.